Manufacturer narrative:
(B)(4).

Event description:
Procedure type: spinal. According to the reporter: the product allegedly expanded more than the usual 50% and a second surgery was performed to remove the mass in 2010. The mass pressed on the nerves for the lower half of my body. This caused difficulty in walking, and the bladder having difficulty working on its own. The pt spent 5 weeks in the hospital, 3 months of in-home rehab and 5 months of out rehab.